Event description:
It was reported that a leakage was observed in the gastric band. It was noted that the patient started to gain weight despite of gastric band readjustments. The band was removed, leak was detect on kinks. There was no reported patient consequence.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The band/ balloon with 44cm of catheter were returned for analysis. Upon visual inspection, four fold lines on the balloon were observed. Upon microscopic evaluation, two (2) tears were observed on the balloon. The fist tear is 0.77mm in length and localized at 4.8cm from the catheter connection, noted that this tear was found on fold line. The second tear is 0.45mm in length and localized at 7.3cm from the catheter connection. Examination of the second tear indicates that this may have been caused by sharp instrument. Due to the implant time (greater than 10 years), this mostly likely occurred during product removal. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that balloon leakage is listed within the product's IFU as a recognized event associated with the (B)(4) adjustable gastric band events. It was also noted that fluid loss from the balloon can occur at any time, for a number of reasons, including general deterioration of the balloon over time. In result of the visual inspection and the implantation time of the band, it is suggested that deterioration of the balloon is the root cause of the observed leakage. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event